Event description:
It was reported that the patient experienced dizziness. During follow-up, noise leading to oversensing and inhibition of pacing were observed on the right ventricular (rv) lead. Device replacement with a leadless pacemaker was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.